Manufacturer narrative:
The hvad is used for treatment not diagnosis. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to the reported event include the patient's subtherapeutic inr, history of multiple, recent strokes, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual contains neurologic dysfunction as a potential event that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of neurologic dysfunction. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of neurologic dysfunction. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of stroke. Though transient ischemic attack (tia) is not considered a serious clinical adverse event this patient was hospitalized for evaluation. Patient's that experience tia's are more likely to experience more serious neurologic dysfunction in the future. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the site by the vad coordinator during routine patient updates, patient was readmitted again on (B)(6) 2015 for tia symptoms. Head CT with no changes from previous studies. Inr 2.2 on admission. Patient was started on IV heparin due to subtherapeutic inr (goal 2.5-3.5). Patient had questionable seizure activity, so eeg performed on (B)(6) but showed no seizure activity. The patient was discharged home on (B)(6) 2015 again with residuals from the multiple evolving strokes. No additional information was available.